Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis of the pump found no significant anomaly. Analysis of the catheter found catheter body with hole torn catheter) caused by metal pin of pump connector poking. Conclusion applies to the pump. Conclusion applies to the catheter (s/n (B)(4)).

Event description:
Information was received from a healthcare provider (hcp) via company representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose 444 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. A suspected pocket infection was reported. The patient went in for a typical pump replacement on (B)(6) 2015 due to the elective replacement indicator (eri) of less than one month. When the healthcare provider(hcp) opened the pocket he noticed fluid and pus and sent it off for culture. When he trimmed the catheter to add a new connector, he squeezed the catheter and yellow "goo" came out. It was not liquid and not hard. This was a surprise to them when opening the pocket as the patient had no symptoms of an infection. The infection was not confirmed. Actions taken to resolve the infection was unknown. There was no allegation against the device sterility and it was unknown if the infection was related to the device. Information was received from a company representative who indicated that the patient's pump was explanted on (B)(6) 2015. The pump contained compounded baclofen intrathecal from (B)(6) pharmacy but was filled in the physician's office. The pump was replaced because of the eri (elective replacement indicator). Upon opening the pocket, the physician discovered yellow-ish pus in the pocket. Specifically, the physician disconnected the catheter and waited for csf (cerebral spinal fluid) return. The catheter was squeezed and a yellow-ish material came out which was the consistency of think lotion. Part of the catheter was trimmed and a new sutureless catheter connector was added. Samples from the pocket were cultured and no bacteria growth was found. There was no patient injury and no dye study had been performed. The patient had no clinical signs of infection. It was noted that the baclofen was taken from the old pump and put in the new pump's reservoir. No other testing was performed and the pump pocket was irrigated at the time of the replacement. It was unknown whether or not the suspected infection had resolved.